Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified proximal right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The device was not returned for analysis; therefore, it is not possible to confirm the reported allegation of balloon material rupture. Based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The target lesion was located in the prca and was severely calcified and 90% stenosed, these anatomical features likely contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified proximal right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.